Event description:
Boston scientific received information that this device was returned with no allegations. Initial laboratory analysis revealed an out of specification condition when it comes to the device longevity. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.

Manufacturer narrative:
Detailed analysis conducted revealed that a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
--